Manufacturer narrative:
One used decontaminated device was returned for investigation. Under visual inspection it was noticed that the cuff was not bonded to tracheostomy tube. A leak test was performed in which the device did not pass confirming the complaint. A root cause was the lack of bonding element (cement) led to the reported inflation system leak from manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown. A quality alert was raised to increase operator awareness about the complaint.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. D4: lot number, expiration date. And h4: device manufacture date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that during the pre-use check. No leakage of air from the cuff was observed. However, when the product was intubated into the patient, the cuff got deflated. No adverse patient effects were reported by the customer. It was reported, that no further information is available.